Event description:
It was reported, the device was observed to be in back up mode. It was noted the patient had undergone an MRI without the device being programmed into MRI mode. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.